Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose were 450 mg/dl, 600 mg/dl, 400 mg/dl, 430 mg/dl and 110 mg/dl to 130 mg/dl, 262 mg/dl. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.